Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when clso was being inserted after passing the g/w, a kinking problem of fs-pc-7 occurred. The fs-pc-7 was no longer pushed, so they used the new fs-pc-7 patient outcome: 1. Please indicate where the device was stored prior to use. Storage cabinet 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide2 g/w, 0.025inch, 450cm 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr.(B)(6) did sphincterotomy using the clevercut. 4. Was the wire guide inspected for damage prior to use?* no 5. Was the device at the centre of the complaint inspected for damage prior to use? No 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 7. If not with the device in question, how was the procedure finished? * they used another fs-pc-7 for complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct 5. Was resistance encountered when advancing the wire guide to the target location?* a little 6. Was the stricture dilated prior to placing the device? * if so, please indicate what device(s) were used. No 7. Was resistance encountered when advancing the introduction system in place to the target location? * no 8. Was resistance encountered when advancing the stent through the obstructed area? * n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a 10. Did any section of the device detach inside the endoscope or patient? No 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visiglide2 g/w 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example, guiding catheter shortened. If so, please indicate the modifications and why they were necessary. No.

Manufacturer narrative:
Device evaluation: the device evaluation of the fs-pc-7 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0097 which informs the user about the notes ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0097). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035-inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035-inch wire guide. As per information stated a 0.025-inch wire guide was used. CAPA 387756 has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-jan-2025.